Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon attempted to fold the lens into an injector but the lens was "hard". There was no patient contact. Additional information has been requested.